Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:a review of the pump¿s history showed a call service alarm. A visual inspection of the pump revealed a cracked battery compartment and stripped threads on the battery cap. A power loss occurred during testing, and a test cap was used to power on the pump. The pump was exercised for 24 hours with a 1 unit per hour basal program. No errors or alarms occurred. The display screen was dim during testing. The pump cover was opened and no evidence of damage or moisture ingress was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen remained blank despite multiple battery changes. The pump reportedly had a cracked battery compartment and was experiencing issues powering on. The pump was also emitting call service alarms which could not be cleared with troubleshooting due to the blank display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.